Event description:
The laser indirect ophthalmoscope was used with the argon green wave length. Following some initial discomfort, a retinal bulbar injection of 4 cc of 2% xylocaine was injected through the anesthetized inferior cul-de-sac of the left eye. An intensity of 1.75 watts was used prior to filtering out the blue wave length. A 2oo millisecond duration was used, and a total of 77 spots were placed, most of which were not sufficiently intense as the power was increased to the necessary level. At the point where intensity was sufficient, the laser suddenly cut out, and could not be turned back on. The company was called to try to assess how to revive the use of the laser, but this was not successfuldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: factory trained/authorized/owned service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: modification of device. Conclusion: device failure occurred and was related to event, device was out of calibration. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.